Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (expiration date, UDI #), g3, g6, h2, h3, h4, h6, h11. The reported event was confirmed by review of x-rays. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: resurfacing with loose acetabulum. Also on palpation, the margins of the acetabulum were felt and because it was so vertical it was prominent inferiorly. The bone in the acetabulum was very sclerotic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported that a patient had a right hip resurfaced. Subsequently, stiffness developed, pain, limping, and elevated chromium levels. The patient underwent a revision where the acetabular component was found in the vertical position and loose and the acetabular bone was sclerotic. All components were removed, and the patient was converted to total hip arthroplasty without complication.

Manufacturer narrative:
(B)(4). D10: us157856 m2a-magnum pf cup 56odx50id 205690. G2: foreign: canada. Suggested component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.